Event description:
A trilogy o2 ventilator, japan ventilator was returned to the manufacturer for periodic maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy o2 ventilator, japan device at the manufacturer's service center, the customer's complaint was confirmed. A "service required" error code err_obm_air_flow_sensor_failed indicating a failure in the oxygen sensor, was found in the ventilator's downloaded event log. The technician replaced the device's oxygen blender circuit board to address the issue. Additionally, the trilogy o2 pm1 kit, capacitor, battery fan, exhaust fan assembly, stirring fan, and 43-micron filter were replaced as per customer request although the unit has exceeded its useful life. The capacitor / battery retainer was replaced due to damage. The front enclosure overlay was replaced due to scratches observed. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.1.03). It is noted that the detachable battery pack and internal battery have not been replaced due to a long -term delay in arrival of replacement detachable battery packs and internal battery. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.